Event description:
It was reported that the right ventricular (rv) lead had a suspected insulation issue and was oversensing. The pace/sense portion of the lead was capped and replaced and the high voltage coils are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that there was one patient alert for lead failure predictor on (B)(4) 2012 21:34:06. There were two lfp (lead failure predictor) high rate-ns <= 215 ms average v-cycle on (B)(4) 2012 at 04:51:49 and 05:05:36. There was one vf (ventricular fibrillation) equal to 210 ms average v-cycle on (B)(4) 2011 10:57:13. And the ventricular short interval count v-sic equaled 15.2 counts avg/day, in 2.44 days, between (B)(4) 2012 03:37:18 and (B)(4) 2012 14:10:08.